Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, were the staple line and cut line equal in length? It doesn¿t appear like any other information will be made available.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was positioned without problems on the stomach; jaws closed and tissue compressed. The surgeon then waited one minute and tried to fire the stapler and apparently, it got halfway and then jammed. The surgeon tried to do it manually with no luck. Another like device was used to complete the procedure. Time delay to procedure is unknown. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n57545 the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60t cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.